Manufacturer narrative:
The device is expected to be returned and evaluated. However, at the time of this report, the device had yet been received. Upon return and examination, the device history record review and evaluation results will be communicated in a follow-up submission.

Event description:
It was reported that during use of a vigileo monitor, inaccurate blood pressure values were displayed. There was no error message observed and monitoring was discontinued when the suspect values were displayed. The actual values and significance of the values were not provided. No patient compromise was reported and no other system-related devices were identified as suspect. No further information will be forthcoming, as the device was placed in the hospital corridor with a note and attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The vigileo monitor was manufactured february 1, 2011 and had an expiry date of february 1, 2016. The monitor has exceeded its useful life. Review of the manufacturing records support that the device met all specifications prior to release. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. Examination of the returned device confirmed the customer¿s complaint. The root cause was identified as the result of a loose connector. There was no evidence or indication of a manufacturing defect being responsible for the failure. The mainboard was replaced to restore the monitor to functionality. After repair, the monitor was tested via simulator where it passed all functional and electrical safety testing without any faults. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
This follow-up submission communicates corrected evaluation results which previously stated that the customer¿s complaint was confirmed for inaccurate values. The evaluation results have been modified; no inaccurate values were noted during evaluation of the returned device; rather, no cardiac output values were observed. While the mainboard was found to be faulty, the customer¿s allegation of inaccurate values could not be confirmed. During examination, while connected to a burn-in simulator, no co values were displayed. There was no evidence or indication of a manufacturing defect being responsible for the failure. The mainboard was replaced to restore the monitor to functionality. After repair, the monitor was tested via simulator where it passed all functional and electrical safety testing without any faults.